Event description:
It was reported that following the monarc sling implantation, the patient is experiencing stress urinary incontinence and is actively seeking to have her monarc sling removed after her physician determined there is a "mesh extrusion in the right corner". No further patient complications were reported in relation with this event.